Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 26, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 213, 4315) . Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 4315 - cause not established . The actual sample was visually inspected and did not find any anomaly including a damage or deformation that could lead to leak. The blood channel was filled with a colored saline solution and circulated at 3000 rpm, no leaks were observed. The blood channel was filled with saline solution and a pressure of 2kgf/cm2 was applied for 6 hours, no leaks were observed. Review of the manufacturing record and the incoming inspection record of the involved product/lot # combination confirmed there was no anomaly in them. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a leak near gas in port. As per sales associate, customer primed the oxygenator and noticed a water spot on the floor. He checked the bottom of the oxygenator and confirmed the leak near gas in port. No patient involvement. The product was changed out. The surgery was completed successfully.